Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and corrections to d9 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the reported foreign material was confirmed. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. Evaluation and the investigation are still ongoing. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii colonovideoscope had air/water flow issues. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the air/water channel was clogged due to foreign material that remained after reprocessing. The report is being submitted due to clogged air/water channel found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received from the customer reported the air/water flow issues occurred when preparing the scope for use during a diagnostic colonoscopy. Another scope was used to complete the procedure.